Event description:
The manufacturer received information alleging particles in tubing/chamber, particles in airway related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously reported that patient alleging particles in tubing/chamber, particles in airway related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer received new and relevant information on 01/06/2023 alleging shortness of breath/difficulty of breathing related to a bipap device's sound abatement foam. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.